Event description:
It was reported that on (B) (6) 2009, while in the cath lab, the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was inserted and the patient was moved to the cardiovascular intensive care unit (cvsicu). On (B) (6) 2009, blood was seen leaking where the arterial pressure (ap) line connects. The iab was removed and another iab was not inserted. The patient is okay and is still in the unit. The pump used was the iap-0500.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.